Event description:
Procedure type: orchidopexy. According to the reporter: during the procedure the distal portion of the shaft of the instrument cracked and a piece fell into the pt's cavity. The piece was retrieved and the port cannula was changed out. Replaced the product with another cannula. No pt injury was reported.

Manufacturer narrative:
.